Event description:
It was reported that during a laparoscopic cholecystectomy, the clips misformed. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.